Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure, the physician could not engage the device's right ventricular (rv) set screw. When the device's rv grommet was removed, it appeared that the set screw was misaligned inside the header. The set screw was then completely removed and the physician was able to re-engage it with a hex wrench. The set screw was re-inserted into the header and all measurements were appropriate. The header grommet was sealed using medical adhesive. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.